Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy and pain at the ipg site. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead attributed to this issue.

Manufacturer narrative:
Date of event is estimated.